Manufacturer narrative:
.

Event description:
It was reported that a patient was connected to a ventilator and was being ventilated in a non invasive ventilation mode. A nebulizer was added to the patient circuit to administer a drug to the patient. Shortly after the nebulizing was started, a blue-red spark/flame was observed in the nebulizer. The patient circuit tubing was immediately disconnected from the patient mask. A big flame flared in the disconnected patient tubing circuit.